Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient underwent breast augmentation with a (left) 300cc mentor memorygel breast implant and a (right) 325cc mentor memorygel breast implant. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade iii). As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were the following: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9507566 and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9580898. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 5, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On april 24, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.